Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image disturbance involving an olympus rigid video laparoscope. The customer suspected that the image disturbance was caused due to loose contact. There was no patient injury reported.